Event description:
It was reported that during lap. Nephrectomy procedure, the device became hot, the branch fell off. The piece of the device did not fall into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.